Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message stating that the site was blocked. Reportedly, the supplies were changed prior to the message. The customer stated that the message was not an occlusion alarm. There was no reported impact to the customer's blood glucose level.